Event description:
A distributor in south africa reported that the max pressure relief and peak inspiratory pressure valves of a rd900 neopuff infant resuscitator were faulty. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was performance tested and disassembled. Fourier transform infrared spectroscopy (ftir) analysis was also used to evaluate the properties of the substance found in the valves. Results: performance testing confirmed that the valves were faulty. The device was disassembled, and it was found that there was excessive grease on the valve adjustment knob which prevented smooth movement while rotating the knob. Ftir analysis further revealed that the substance found around the valve was not the adhesive that the standard operating procedure instructs to use. However, there was excessive application of a silicone-based grease. Conclusion: the reported fault was due to excessive grease that was applied to the valve during the manufacturing of the complaint device. This grease prevented smooth movement while rotating the knob of the valve. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". F&p is currently completing a failure investigation into the reported manufacturing issue. The failure investigation will examine the potential root cause of the reported manufacturing issue and provide recommended actions based on the findings.

Event description:
A distributor in south africa reported that the max pressure relief and peak inspiratory pressure valves of a rd900 neopuff infant resuscitator were faulty. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.